Manufacturer narrative:
Log file analysis review date: may 13, 2015-normal power consumption; 1 critical battery alarm was logged on (B)(4) on may 13, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01148, 3007042319-2015-01149 and 3007042319-2015-01150) submitted for devices related to the same event.

Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed some potential power switching events. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is an interoperability problem between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01148, 01149 and 01150) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient called to report the controller changed from one power source to the other earlier than expected. This issue occurred with 3 batteries; the patient was advised to go to the nearest center to exchange the batteries. The batteries were exchanged from facility stock; there were no reported consequences or impact to the patient. No additional information was provided. This is report 2 of 3.